Event description:
It was reported that a caller experienced an issue where the insulin gauge on their pump displayed a fill estimate different from what was expected. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, after which the caller declined further assistance but was advised to contact support again if the issue continued.